Event description:
Customer's wife stated that she performed a glucose test on her husband using his freestyle meter and obtained a reading of 144mg/dl. She was unable to recall the exact date of the incident. However, she stated that based on the reading she delayed treating him and soon after noticed he had a seizure. She stated he was stiff, limbs were jerking and he could not speak. Paramedics were called and upon arrival performed a glucose test (reading not given) and transported customer to a local hosp. He was diagnosed with hypoglycemia, treated with an IV (solution not given) and food/drink to stabilize his glucose levels. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The product has been returned and investigated and the complaint was not confirmed. No new issues were observed, all results were within the range spec and no errors were observed during control solution testing. A meter reading of 144 mg/dl was found in the meter's memory in 2008.